Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home in the presence of their health care professional. The cause of death was low blood glucose. The caller stated that the customer had heart issues, memory problems, and fluid in the lungs that may have led to the customer's passing. The customer¿s blood glucose was too low to read at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not mentally stable and was fiddling with the pump, so he was taken off the pump. The customer was not using sensors. The caller stated the customer's pump did not alarm low battery on two occasions and the pump died. The caller also stated the customer did not get an alert to replace the battery but it was possible the customer may not have heard the alert. The caller gave feedback that alerts should be louder on the pump. The caller stated the pump may have contributed to the customer's passing. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The event date information provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).